Event description:
It was reported that this artificial urinary sphincter was not working properly. A surgical procedure was performed, during which it was noted that there was no fluid in the balloon due to a hole in the same component. The existing device was removed, and a new aus was implanted. There were no patient complications.